Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6.2 repeatedly reopened after being closed, ultimately leading to a malfunction that prevented users from retrieving medications for a patient. The customer stated that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined there was a broken retractor band and damaged retractor cable on legacy half height drawer. A field service engineer installed a new retractor band on the auxiliary drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.